Event description:
The customer from the netherlands reported syringe and stopcock problems. The tubing was popping off the syringe and the stopcock. The parts were broken, and replacement was sent. The customer can replace these parts themselves. Two controls samples were partially stained. Patient samples were fine. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.